Event description:
A physician reported to conceptus on (B)(6)2009 that her pt was experiencing generalized itching and felt it might be related to the essure micro-inserts implanted in the pt 1-2 months prior. A nickel allergy was being considered and device removal was possible. It was reported in (B)(6) 2009 that a nickel allergy had been ruled out and there were no plans to remove the essure micro-inserts. On (B)(6)2010, it was reported that the pt had undergone a salpingectomy and it was noticed that a micro-insert had perforated the cornua region. It was also reported that the pt's symptoms of pain and discomfort resolved following removal of the essure micro-insert.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs